Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis as dural sac rupture and indication of back pain. For which patient underwent transforaminal lumbar interbody fusion (tlif) - minimal access spinal technologies (mast) surgery. Post-op, patient had dural sac rupture.due to this, plastica of dural sac during actual surgery was performed. The product came in contact with the patient. The event was resolved on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.